Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: the case was completed successfully. No patient harm. Small delay during reset of console. The monitor went black after losing signal for a brief moment, then came back with lines running through it. Reset the console and it worked for a few minutes until it failed again. [Update - full loss of image for 1 minute]. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: digital board failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.